Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during microvascular dissection on a thyroidectomy procedure, it was difficult/impossible to pull the cutting trigger after the seal completion. And when the cutting trigger was pulled, it got stuck/fixated and did not return. Another handpiece was used with the same generator and it worked fine. There was no report that the knife blade protrude beyond the edge of the jaw. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cutting blade cut into the amodel insulation. Functional testing found that the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife blade movement was hindered. It was reported that the knife blade was difficult or impossible to pull and when the cutting trigger was pulled, it got stuck or fixated and did not return. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to the blade cutting into the amodel insulation, actuating the trigger did not advance the knife. The most likely root cause is damage to the cutting blade and/or eschar build-up misaligning the knife. This results in the blade cutting into the jaw insulation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws cleaned. Build-up of eschar may reduce the seal and/or cutting effectiveness. Do not attempt to seal or cut over clip or staples as incomplete seals/damage to the cutting blade will occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during microvascular dissection on a thyroidectomy procedure, it was difficult/impossible to pull the cutting trigger after the seal completion. And when the cutting trigger was pulled, it got stuck/fixated and did not return. Another handpiece was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.